Manufacturer narrative:
Device was received and evaluated. Microscopic examination was performed and found the device cut in 2 pieces across the optic. Only one half of the device was returned. Based on the available information the cause of this event could not be determined.

Manufacturer narrative:
Although requested of the reporter, the device has not been returned for evaluation. A review of the device history record (DHR), did not find any anomalies or nonconformities related to the reported event. The trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Based on the available information a root cause of the event could not be conclusively determined.

Event description:
It was reported that after the implantation of an intraocular lens (iol) into the right eye (od), the capsular bag became unstable and broke. The iol was cut and removed from eye, and a successful intraoperative lens replacement using a lens of an unknown model was completed. The patient's outcome is good.